Event description:
Additional information received reported the ¿interstim had worked off and on for three years.¿ it was necessary to replace everything because the ¿leads were going into something.¿ it was unclear what this ¿something¿ was. No further information was reported.

Event description:
It was reported that the patient had their implantable neurostimulator (ins) explanted due to normal battery depletion. It was stated that a lead fracture occurred during the removal, which resulted in a partial piece of the lead being left in the patient. The patient recovered without sequelae. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v470212, implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that numerous attempts were made to remove lead, and about 5 cm of the lead tip were not able to be removed despite cutting down in the spine. No further information was reported.

Manufacturer narrative:
(B)(4).